Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the pre-discharge evaluation two days post implant noise was noted on the electrogram (egm) on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.